Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined that a valve tube connection was leaking. Valves and wash nozzles were replaced. The instrument was working back within specifications after the service actions were performed. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas e 801 analytical unit. The customer encountered patient sample results with data flags indicating low signal. During investigations, control results were found to be divergent. The customer repeated patient samples and discrepancies were found. The customer provided data for four patient samples with discrepant results. The involved assays include testosterone vitamin b12. The first patient sample initially resulted in a testosterone value of > 1500 ng/ml. When repeated on a another analyzer on 08-jun-2026, the result was 43 ng/ml. The second patient sample initially resulted in a vitamin b12 value of > 2000 pg/ml. When repeated on another analyzer on 08-jun-2026, the result was 492 pg/ml. The third patient sample initially resulted in a vitamin b12 value of 211 pg/ml. When repeated on another analyzer, the results were 288 pg/ml and 288 pg/ml. The fourth patient sample initially resulted in a vitamin b12 value of 194 pg/ml. When repeated on another analyzer, the results were 283 pg/ml and 275 pg/ml.